Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. There was reportedly at least one patient connected to the system at the time of the episode. This customer experienced an approximately 40 minutes loss of centralized monitoring when the customer apparently pulled the plug on a system that they reported had frozen up. The system had just been installed earlier that same day as part of a scheduled upgrade performed by welch allyn field service personnel. The welch allyn employee was in another part of the hospital at the time that the hospital employee pulled the plug. Despite the loss of centralized monitoring for these patients, bedside monitoring continued normally via the individual patient monitors on each patient. There were no patients harmed in any way by the event. By event here and in the codes in block h6 of form 3500 was mean the loss of centralized monitoring. The customer contacted welch allyn technical support who confirmed the reported system reboot. Tech support assisted the customer in restoring normal operation. Tech support downloaded the system logs, which enabled us to confirm the reported loss of centralized monitoring and investigate the cause. The welch allyn field service engineer at the hospital was also installing access points (aps) on another floor. These new aps were to serve as the wireless receivers for a new acuity system which had not yet been installed. These new aps were within range of some of the patient rooms supported by the system that reportedly froze. The field service engineer reported that the patient monitors in these rooms switched over their wireless connection from the aps connected to the new aps on the other floor, which had not yet been connected to the network. It is common, and even required in some cases, to have overlapping ap coverage as was the case here. The overlapping coverage is necessary to avoid connection dropout when patients move from room to room or when an ap fails. When a monitor switches over it's wireless connection through a different ap, even one that's connected to another system, it's not a problem as long as the systems are networked together. It was a problem in this case because the new aps were not connected to the network yet. Therefore when the monitors switched over to these new aps, the signals went nowhere and the monitors dropped out. This drop out condition, called signal dropout, is another typical problem for wireless connections attributable to a number of causes within the typical use model, such as patients walking out of range. The acuity system will notify the operator of the dropout condition and a message will be sent to the system logs. The system logs recorded at least three monitors dropping out 3 minutes before the plug was apparently pulled. The device directions for use (dfu) advise against removing power from the acuity system without an orderly shut down. It can often take significantly longer and even require user intervention for the system to restore normal operation, which is what apparently happened in this case.

Event description:
It was reported that the acuity system locked up. Once rebooted, it took an excessive amount of time for the system to reconnect with bedside micropaq monitors over the wireless connection. Centralized monitoring lost for approximately 40 minutes. Bedside patient monitoring continued during that time. There was no patient harm as a result of the loss of centralized monitoring.